Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition other than missing labels, air detector cover, and the downstream occlusion sensor seal cover. Functional testing included use testing. A battery was inserted into the pump and when the pump was turned on it displayed an error code alarm message. The error code was caused by customer damage. Software applications were reinstalled in the pump and the pump was rebooted however the issue was not resolved. The main processor unit board was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to damage to the pump by the customer.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.